Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over filling the cartridge. Tandem technical support educated the customer to not overfill the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.